Event description:
Account alleged that the foot hi/low is drifting down slowly. No pt impact.

Manufacturer narrative:
The account stated that the hydraulic manifold was replaced in previous repair. The technician sent a replacement foot hi/low down valve. No further info is available on the repair of the bed.